Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the right side of the device was removed a month after surgery due to infection. The left side remained inside the patient. It was further reported from the patient that they spent a couple of weeks in the hospital and then in rehab. After rehab once they got home, they needed to go back to the hospital twice a day for a couple of weeks for IV antibiotics.